Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. "During the filling process the patient left the units unattended. He returned back to the room and he noticed liquid oxygen had spilled out onto the floor. Patient received burns to his feet." The patient's home health care provider retrieved the device and performed functional testing. The device performed as required and the home healthcare provider considers the case user error. However, the company has requested the units to be returned for further investigation and inspection.